Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user's reported error ¿color ring detached¿ was not confirmed. The tension ring was missing, and the light guide bundles were damaged. The probable cause was due to the effect of a mechanical force from an impact or fall. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope's direction pin was detached; the color ring was detached. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's handpiece retaining pin and horn ring both detached. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.